Manufacturer narrative:
(B)(4). Investigation results: a stone cone retrieval coil was returned for analysis. A visual evaluation found a part of the coil was detached and a burn mark at the break. The device opens and closes. Additionally, the handle was found broken into two pieces. The reported event that the device could not close could not be confirmed; however there is a burn mark at the break. The stone cone directions for use warns: do not directly fire upon the device with a laser. Therefore, the assigned complaint investigation conclusion code for this event is user / use error. Confirmed through complaint investigation that there was an act or omission of an act that resulted in a different medical device response than intended by the manufacturer or expected by the user. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release for distribution.

Event description:
It was reported to boston scientific corporation that a stone cone was used in a rigid ureteroscopy procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the stone cone failed to straighten after it coiled. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patients' condition at the conclusion of the procedure was reported to be stable. This has been deemed an MDR reportable event based on investigation findings coil/coating peeled/shared/frayed.